Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. Log file analysis revealed the driveline comm fault alarm in the periodic log file on (B)(6) at around 2037. The comm fault alarm lasted for about 1 hour before it resolved itself. The patient was sent home. The alarm returned after one day and the decision was made to the change the system controller and modular cable. The alarm resolved.